Event description:
The pt was seen for a laser lead extraction due to a suspected lead malfunction. However, upon reviewing the stores electrograms, the physician suspected a device anomaly and programmed it to all functions off until the local st. Jude med rep could arrive. After consulting with sjm tech svs, the device appeared to have a blown high voltage circuit. The decision was made to explant the ICD.